Manufacturer narrative:
One used tr band assembly was returned to terumo medical corporation along with the tr band inflator. The components were decontaminated. After decontamination, the returned components were subjected to visual analysis where no gross anomalies were found with the nozzle of the inflator or with the construction of the tr band assembly. There were no notable stains or presence of dried blood like substance visible on the magic tape. With no gross anomalies noted, the device was then subjected to functional analysis. The inflator was filled with 18ml of air, which was injected on to the tr band assembly. The large and small balloon inflated appropriately. The tr band assembly was then submerged under water and observed for air bubble formation. No bubble formation was observed within 5 seconds at the air injection port of the tr band assembly. The inflated tr band regular assembly was left submerged for 8 hours. No bubble formation was observed. The air was then extracted from the assembly using the inflator. The air removed measured 18ml indicating that no air loss had occurred during this time. Upon the realization that no air leakage occurred, the complaint could not be confirmed. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
Additional information was received on 9/6/17. Hemostasis was achieved by applying a new band.

Manufacturer narrative:
Additional patient information - (B)(6). The actual device was returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. The user facility reported similar events. See mdrs 1118880-2017-00068 and 1118880-2017-00069. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the tr band was failing due to them no being able to hold air. It was reported that the patient status was stable. It was reported that the procedure outcome was successful.